Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device powered on, displayed the main screen, then the display turned blank, however, the device went into an alarm state of 1 long been and 2 short beeps while the home button was flashing red continuously. In this condition, the device is unable to obtain spo2 measurements. Additionally, mmxbi board failure error messages were found in the log files of the device. A defective solder joint on the u15 chip of the technology board prevented the device from completing the power-on sequence and triggered the audible alarm and visual alert during testing and resulted in the mmxbi board error messages. No accuracy issues related to spo2 and pulse rate measurements were identified during testing. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported "no accurate measurements [are] possible" with the rad-97 as the "device switches off after short operation." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6) h3 other text : device not returned

Event description:
The customer reported "no accurate measurements [are] possible" with the rad-97 as the "device switches off after short operation." There was no patient impact or consequence reported.